Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that the drive support cap has popped out as well. Customer's blood glucose reading was 260 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.